Event description:
The pump was returned for investigation. Investigation revealed that a component on the pcb was out of specification. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm during start up. A component on the printed circuit board was found to be out of specification, resulting in a call service alarm. The component was replaced on the pcb; the pump was powered up and exercised with no further alarms. (B)(6).